Manufacturer narrative:
Correction to the g3 of the initial medwatch. The aware date should be 27may2024. The hygiene microbiological investigation report indicated that after reprocessing, retesting of the channels of the scope detected <1 colony forming units/endoscope of microbiological contamination. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water.

Event description:
It was reported that during routine microbiological testing, the colonovideoscope tested positive for 1 colony forming unit (cfus) of bacillaceae. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured and detected 5 cfu/endoscope of aspergillus species and moraxella osloensis. The device will be reprocessed according to the instructions for use (IFU) and retested. Once the investigation has been completed, a supplemental report will be submitted with the device evaluation results.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturers investigation results. The device was evaluated and no abnormalities were identified that may have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested the first time after reprocessing in accordance with instructions for use (IFU) before repair, the same germs were not detected. The device was sent back for additional culture testing which confirmed that the results conformed to the regulation's recommendation. The following is included in the device IFU: an insufficiently reprocessed endoscope and or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor field performance for this device.